Event description:
It was reported to medical records on (B)(6) 2011 that this rv lead had an unknown lead malfunction and was explanted on (B)(6) 2011. The procedure took place at (B)(6) medical center with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).